Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the device was removed and a trabeculectomy was performed. The patient's condition is well.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The method of discovering the shunt or other clinical related issues requested in the complaint description - cannot be assessed by the manufacturing site. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A physician reported that following a glaucoma filtration device procedure, the device was buried in the patient's eye. The device could not be found by performing gonioscopy and could not be visualized by x-ray. Additional information has been requested.